Event description:
A complaint of imprecise sequential readings on a customer's precision qid meter was received. The customer obtained readings of 19 mg/dl and 112 mg/dl within 10 minutes. The results when plotted on a parkes error grid fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.